Manufacturer narrative:
Review of the provided data indicated that the alleged sample is a low titer sample. This would explain why wavering results were generated when the sample was repeated. As the same sample generated detected results on two separate analyzers, the analyzers¿ performance is not in question. Investigation on the reagent kit did not identify a product issue. The observed discrepancy is most likely due to the sample being a weak positive for sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged the generation of discrepant results for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged sample was tested 4 times on 2 different cobas liat systems. The results were twice positive and twice negative for sars-cov-2. The same sample was used for all 4 runs. The patient was informed that the results were indeterminate and no harm was alleged. Review of the provided data indicated that the alleged sample is a low titer sample. Investigation on the reagent kit did not identify a product issue.